Event description:
Siemens healthineers received an email on august 18, 2022 from FDA notifying siemens healthineers that the customer (B)(6) hospitals filed medwatch form (B)(4) reporting: july 13, 2021 to march 4, 2022, the user facility invalidated approximately 1,007 estradiol results. 45 patients had wrong treatment decisions made as a result of the falsely high estradiol levels; ranging from surgery to starting inhibitors that were not necessary. Subsequently, siemens healthineers contacted the customer (B)(6) on (B)(6) 2022 and (B)(6) 2022 to request details on the estradiol patient testing referred to in the medwatch form. This report is based on information and statements contained in the customer (B)(6) medwatch form and during follow up communications with siemens healthineers. Siemens healthineers has not independently verified such information and statements of unc for accuracy and completeness.

Manufacturer narrative:
Siemens healthineers received an email on august 18, 2022 from FDA notifying siemens that the us customer, (B)(6) filed medwatch form (B)(4) reporting: between july 13, 2021 to march 4, 2022, the user facility invalidated approximately 1,007 estradiol results. 45 patients had wrong treatment decisions made as a result of the falsely high estradiol levels; ranging from surgery to starting inhibitors that were not necessary. Subsequently, siemens healthineers contacted the customer (B)(6) on (B)(6) 2022 and (B)(6) 2022 to request details on the estradiol patient testing referred to in the medwatch form. The data provided to siemens healthineers by the customer (B)(6) was generated using plasma tubes. On (B)(6) 2022 an urgent medical device correction (umdc, letter aimc 22-03.a.us) was sent to us customers with overnight delivery for receipt on (B)(6) 2022. Starting on (B)(6) 2022, distribution of urgent field safety notice (ufsn, letter aimc 22-03.a.ous) to customers outside the us (ous) was begun. The umdc and ufsn explain that falsely elevated results may be observed when using plasma specimens across the entire analytical measuring range (amr) with the atellica im and advia centaur enhanced estradiol (ee2)assays. The communications instruct customers to discontinue use of plasma samples with the atellica im ee2 and advia centaur ee2 assays until further notice. Customers may continue to use serum samples. No further investigation of this customer (B)(6) incident is required. The interpretation of results section of the instructions for use for atellica im enhanced estradiol states: results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings. The limitations section of the instructions for use states: with the advent of new steroid-based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patient's clinical history. For diagnostic purposes, the results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Refer to codes, remedial action and the correction and removal report.